Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Initially, a 27mm device was deployed and fully recaptured. A negative effusion sweep was performed. The 30 mm device was then deployed, and the device canted for which it was fully recaptured. At this time, a pericardial effusion was noted and a pericardiocentesis was performed. Protamine was administered. Patient was observed for 15-20 minutes, and fluid accumulation to the pericardium restarted. Procedure was aborted at this time and patient was sent for a laa clip. Surgery was successful. Patient recovered well and was discharged.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Initially, a 27mm device was deployed and fully recaptured. A negative effusion sweep was performed. The 30 mm device was then deployed, and the device canted for which it was fully recaptured. At this time, a pericardial effusion was noted and a pericardiocentesis was performed. Protamine was administered. Patient was observed for 15-20 minutes, and fluid accumulation to the pericardium restarted. Procedure was aborted at this time and patient was sent for a laa clip. Surgery was successful. Patient recovered well and was discharged. It was further reported that per the physician the patient was hemodynamically stable and progressing as expected from a post surgical stand point. From (B)(6) 2019, the patient received medical care, alternating between the intensive care unit and standard hospital care due to delirium, desaturated oxygen levels, clostridium difficile, infections, and pneumonia. No cardiac issues were noted and patient remained hemodynamically stable. The physician reported the patient's setbacks were due to other medical conditions. The patient was transferred to another facility closer to family. It was later reported via a different source on social media that the patient passed away. The cause of death is unknown. No further information is available at this time.